Manufacturer narrative:
(B)(4). 0001825034 - 2017 - 09555, 0001825034 - 2017 - 09556, 0001825034 - 2017 - 09557. (B)(4). Unknown part/lot, femoral component-knee, unknown part/lot, tibial tray, unknown part/lot, bearing. Report source: literature: cottino, u., abdel, m. P., perry, k. I., mara, k. C., lewallen, d. G., & hanssen, a. D. (2017). Long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses. Jbjs, 99(4), 324-330. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The journal article reported 24 cases of reoccurance of periprosthetic joint infection requiring re-operation with retention of implants.no further information has been made available at this time.